Event description:
It was reported this balloon ruptured during an arteriovenous fistula graft declotting procedure. Difficulty was encountred removing the balloon catheter through the introducer sheath and exertion against resistance resulted in the balloon partially separating from the catheter. An exchange was made for a larger introducer sheath and difficulty was again encountered removing the balloon catheter through the introducer sheath. Continued exertion against resistance was employed to intentionally detach the balloon fully from the catheter into the pt. Uneventful retrieval of the detached balloon utilizing a snare followed. Another balloon catheter was used to successfully complete the procedure without any pt complications and the pt has since been discharged. This device has not been received for evaluation. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use on a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Additionally, follow up indicated this device was used in a non-indicated procedure, declotting an arteriovenous fistula graft. Co believes the above factors may have contributed to this event. However, without evaluating the device co is unable to determine the exact cause for this event. Directions for use state: "ultra-thin balloon dilation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Any use for procedures other than those indicated in these instructions is not recommended. If resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."